Manufacturer narrative:
(B)(4). Concomitant product(s):- part: 163662, name: 28mm mod hd std neck tp1 taper, lot: 494570. Part: 12-150310, name: echo pf 10mm std femoral, lot: 012950. No device or photos were received; therefore the condition of the device is unknown. The review of the device history report found no deviations or anomalies. Review of the complaint history determined that no further action is required. The investigation results concluded that a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2016-04349, 0001825034-2017-06500.

Event description:
It was reported that a patient has experienced pain following a hip procedure. Attempts have been made and no further information is available at this time.